Event description:
Problem description: the customer reported that during therapeutic use, the v60 ventilator experienced an error resulting in an inoperative state with visual alarms being displayed and no audible alarm noted. The customer stated that the device displayed a black screen with white lettering and a message related to a pressure error. Patient/user involvement: the device was in therapeutic/clinical application on a patient at the time of the event. The inoperability states of the ventilator was noticed by a bedside nurse who called a facility "code blue," to which the respiratory therapy staff responded. The patient was removed from the device and noted to have a decreased saturation of peripheral oxygenation (spo2). The patient was then manually ventilated via bag-mask ventilation with 100% fio2 and remained in stable condition until a backup ventilator (unknown make/model) was setup and positive pressure ventilation was re-initiated. No further harm or injury was noted. Device evaluation: the device was removed from service and inspected by the institutions biomedical engineer. The biomedical engineer placed the v60 onto a patient simulated test setup and was not able to reproduce the alleged malfunction, however further inspection into the device diagnostic logs and reports found the occurrence of a high pressure regulation alarm, correlating to the device inoperative state. The request was made to have a philips field service engineer (fse) dispatched on-site for further device evaluation, testing, and repair if necessary.

Manufacturer narrative:
The device was evaluated and inspected by a philips fse. Performance varication testing (pvt) was conducted with no malfunction or failure to perform to manufacturer declared specifications noted. No repairs were conducted on the unit and it has since been released for full use. Based upon the information provided, no malfunction or failure to perform to manufacturer declared specifications noted. The device was in clinical and therapeutic use at the time of the event. As per the v60 ventilator user guide, the pressure regulation high alarm is triggered when pressures exceed ventilator defined thresholds. Ventilation continues. Autoresets when alarm condition removed; otherwise, transitions to the ventilator inoperative state if pressure continues to rise. Based upon the information provided, the device performed as expected when detecting an exceedingly high pressure threshold by transitioning to an inoperative state in order to prevent device caused patient harm.